Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump button is unresponsive. The insulin pump also has keypad anatomy. The customer¿s blood glucose was 145 mg/dl at the time of the incident. Pump was in the customer pocket. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump returned and failed analysis has been done.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.